Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer had previously reported alarms with consecutive cartridges, prompting cts to confirm the need for a replacement pump. Cts sent a replacement pump and provided instructions on storing the current pump and the steps to take upon receiving the new one. The customer was also instructed to return the problematic pump to tandem via ups within 10 days using a pre-paid label.